Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed air in line. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was out of specification ultrasonic sensor readings. The upstream sensor is required to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed air in line. No additional information is available.